Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was able to duplicate the user's report of a minor water leak. The leak test showed evidence of a very small leak located at both the stopcocks for the upper and lower flow ports as well as the stopcock for the guide wire port. The cause of the user's experience was due to physical damage, which may have been due to mishandling during usage or cleaning. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic hysteroscopy, the device had a minor water leak that steadily increased throughout the procedure. The procedure was completed with a different, but similar device. After the procedure was completed, the user facility reported to have noted a loose screw on the device. No patient injury was reported.